Event description:
It was reported that the user experienced hypoglycemia after a dinner meal when glucose remained elevated for several hours, the ilet delivered correction doses, glucose then stabilized but continued to trend downward, and the user treated the low with oral rapid-acting carbohydrates; troubleshooting and education were provided regarding meal announcements, meal size selection, and appropriate low treatment. Symptoms included fatigue during hypoglycemic episode. Outcomes included an urgent low glucose event with a recorded nadir of 39 mg/dl, resolved with oral glucose without hospitalization. Investigation included review of device use and education on correct meal announcement and low treatment practices. Investigation of this case revealed that an incorrect meal size and insufficient meal announcement likely contributed to postprandial management challenges and subsequent hypoglycemia, with user tendency to overtreat lows identified as a contributing factor; no device malfunction or alert failure was indicated as the device issued low and urgent low alerts and delivered corrections as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors involving meal announcement accuracy and low treatment practices.